Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon had some issues with getting into the acetabulum with the robotic arm. He also said that he felt like the robotic arm was fighting him from getting into place. I did mention about getting all retractors and anything else that may be pushing again the reaming handle. Also during the reaming and impaction phase during the case the robot did make some unusual noises that I hadn't heard before. On the second case he did impact manually.

Manufacturer narrative:
Reported event: an event regarding a stereotactic boundary failure involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 397 found quality inspection procedures successfully passed. -complaint history: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the 3.0 rio® robotic arm - mics could not enter the stereotactic field. There were 7 other reported events ((B)(4)) and (B)(4). Conclusion: the root cause of (B)(4) was poor posterior landmark selection. There is no data in the segmentation, installation & crisis logs, work flow, robot reports, warnings & errors, CT landmarks, rio registration, bone registration, probe check, implant planning, reaming and impaction checkpoints, number of end effectors used, and resection view to indicate a system malfunction. The data at this time shows that the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon had some issues with getting into the acetabulum with the robotic arm. He also said that he felt like the robotic arm was fighting him from getting into place. I did mention about getting all retractors and anything else that may be pushing again the reaming handle. Also during the reaming and impaction phase during the case the robot did make some unusual noises that I hadn¿t heard before. On the second case he did impact manually.